Event description:
It was reported that prior to a lsh procedure, the hand activation would not work (right side min/max buttons). Case completed with foot pedal. No patient consequence.

Manufacturer narrative:
H6: intermittent activation via hand control button. Evaluation summary: the device was received in good condition. No visible damage was noted. The hand-activation contacts were in good condition. The hand-activation buttons were tested and functioned properly. The device was tested on a generator and no error codes were received. Upon further testing with a generator it was concluded that there was a switch failure due to intermittent contact between the hand piece and the instrument.